Event description:
It was reported that during a thyroidectomy procedure, the clips will not hold after placing. Several clips came out of the device at the same time. Some clips didn't hold after placing and some others did not come out the device while activating it. They changed with another device to do the hemostasis. No consequence for the patient at the end.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the mcs20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed six clips as intended; then the instrument was cycled again and no clip was fed into the jaws after the second actuation, then the seventh clip was fed and formed properly. The device locked out as intended. No conclusion could be reached as to what may have caused the feeding incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.